Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # t5a39m. Concomitant medical products: reload - xr60g. Device evaluation summary: the analysis results showed that the tx60g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the rear cap broken off. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device failed. No other information is available. No patient consequences were reported.